Manufacturer narrative:
The device was manufactured june 7, 2017 - june 8, 2017. The device was received for evaluation containing approximately 100 ml of fluid in the bladder. Visual inspection revealed a translucent particle fragment approximately 3.31 mm in length and 1.42 mm wide, located in the tubing. The particle was loose, but it was not moving inside the tubing because the particle¿s size was too big to move. Fourier transform infrared (ftir) spectroscopy revealed that the particle was polyvinyl chloride (pvc). The tubing of the device is also made of pvc. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the tubing of a large volume infusor. The reporter described the particulate matter as 3mm in length and whitish translucent. This was noted during filling. There was no patient involvement. No additional information is available.